Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02468. It was reported that the patient was experiencing ineffective stimulation. Diagnostics were taken which indicated high impedance readings. An x-ray was taken which confirmed a lead fracture on the left l1 lead. As a result, surgical intervention took place on 03 march 2020 wherein the patient¿s left l1 lead was explanted and replaced. Therapy has been restored post-op. It is unknown which lead is the left l1 lead, therefore both l1 leads are being reported on.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.